Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a patient sample with a known anti-e yielded a false negative antibody screening test with biotestcell 1&2 when tested on tango optimo. The customer did return the supposedly defective product and the patient sample that had caused a false negative test result. Our quality control laboratory tested the patient sample with the supposedly defective product on tango optimo and could confirm the customer's result. The patient sample was also tested in the 3-phase tube technique and yielded negative results. Additionally the patient sample was tested with the enhancement of enzyme (bromelain) in the tube and yielded a positive reaction. The test results confirm the weakness of the missed antibody. There is a hint in the instruction for use: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies". The supposedly defective product was also tested with positive and negative control and an anti-e from an interlaboratory test. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.